Event description:
It was reported during the procedure to treat a right ica-oa (internal carotid artery) bifuration aneurysm, when half of the subject coil was placed in the aneurysm, the other half stretched and protruded out of the aneurysm. The physician used a stent device as a snare to press the stretched coil in the vessel. The remaining part of the stretched coil was left inside of the patient¿s vessel from the intracranial position to the puncture site. After it was taken out, the physician cut the remaining stretched segment at the puncture point. No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the main coil was found to be broken/fractured and severely stretched. The coil delivery wire and introducer sheath were not returned. Functional inspection, main coil protrusion functional test - n/a. Main coil stretched functional test - n/a. Confirmed during visual inspection. Un-retrieved device fragments functional test - n/a. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil stretched was confirmed during the analysis. The reported main coil protrusion could not be confirmed; however, the analysis results are consistent with the reported event. The reported un-retrieved device fragments could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed. The main coil was found to be severely stretched and broken/fractured. The coil delivery wire was not returned. An assignable cause of procedural factors will be assigned to the ar codes- main coil stretched, main coil protrusion, un-retrieved device fragments and aa codes main coil stretched, main coil broken/fractured during use as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported during the procedure to treat a right ica-oa (internal carotid artery) bifuration aneurysm, when half of the subject coil was placed in the aneurysm, the other half stretched and protruded out of the aneurysm. The physician used a stent device as a snare to press the stretched coil in the vessel. The remaining part of the stretched coil was left inside of the patient¿s vessel from the intracranial position to the puncture site. After it was taken out, the physician cut the remaining stretched segment at the puncture point. No other information is available.